Event description:
A patient was in the ICU having blood drawn from an arterial line using a vacutainer device. The sheath did not cover the needle between blood drawing and blood continued to actively leak from the needle between draws. No injury occurred.